Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, blood leaked at the quick connect portion of the oxygenator. This complaint is considered a serious injury due to there being 100ml of blood lost. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
The sample was not returned for evaluation; therefore, the complaint was not confirmed and a root cause could not be determined. Previous investigations of similar events have determined that the returned parts function as intended, without disconnecting or leaking. From these similar reports it is likely that the quick connects had not been properly connected during the setup of the circuit, causing them to be disconnected during use. A review of the device history record revealed no manufacturing anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.